Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an endoscopic mucosal resection (emr) procedure. The exact procedure date was unknown. During the procedure, the tip of the snare came off. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h11: the returned captivator ii was analyzed. The device was returned, and visual and microscopic inspections revealed that the loop was crimped to the cannula but detached from the wire. Additionally, the tip of the wire was found to be blackened under microscopic examination. No other problems with the device were noted. According to the product analysis performed on the returned device, the reported allegation of loop detachment was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The manufacturing process was capable to ensure the crimping of the units was done correctly at the time of manufacturing of the unit. Based on all the available information, the most probable cause of the reported allegation cannot be established.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an endoscopic mucosal resection (emr) procedure. The exact procedure date was unknown. During the procedure, the tip of the snare came off. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.